Event description:
It was reported that during a coronary treatment procedure to deploy a drug-eluting stent, crossing difficulties were encountered. The physician was attempting to stent a distal lesion in an unspecified coronary artery. No pt injuries or complications were reported. No additional info is available at this time.